Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the renal unit during use in the patient's right jugular vein, the tubing from the suture wings to the red dialysis hub developed a leak. As a result, the catheter was removed and replaced and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Additional information: UDI number has been added. Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a ne xtstep antegrade hemodialysis catheter the part of the body cut off 9 cm below the juncture hub. The customer also provided a photograph depicting the location of the leak. A crack was observed in the center of the arterial extension line. The line was indented at the point of the crack indicating that it was in the area where the pinch clamp was applied. No other defects or anomalies were observed. The catheter was leak tested and leakage was immediately observed with only minor pressure. A review of manufacturing records did not yield any relevant findings. The provided instructions warn that all chronic dialysis catheters should be used as bridge devices and are not intended for extended use. It is not known how long the catheter was in use before the leak developed. The IFU also cautions the user not to clamp tubing repeatedly in the same place since doing so will weaken the tubing. Since it appears that the crack was the result of repeated clamping in the same spot on the extension line, operational context caused or contributed to this event. No further action will be taken.